Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 7004745. Medical device expiration date: 06/30/2018. Device manufacture date: 01/04/2017. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for defective barcodes with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for defective barcodes was not observed as all samples met specifications.

Event description:
It was reported that the bd vacutainer® k2e 5.4mg plus blood collection tubes had defective barcodes.